Event description:
Boston scientific received information that an alert was triggered due to out of range shocking impedances. No adverse patient effects were reported. Additional information received noted that the shock impedances had decreased and were within normal range. The system remains implanted with on change.

Manufacturer narrative:
Upon additional information this investigation will be updated.